Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 10 2007.evaluation summary:the reported condition of depleted main batteries was confirmed by the baxter repair technician. Inspection of the device revealed potentially depleted main batteries, which were replaced and tested by the repair technician. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, (B) (4).(B) (4)

Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with depleted main batteries. Per the service shop, the hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is known.